Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient¿s device was no longer functioning. The patient will undergo an explant procedure.

Event description:
A report was received that the patient¿s device was no longer functioning. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure per patient¿s request. The physician did not suspect device malfunction. The explanted devices were not returned to bsn as they were discarded by the medical facility.